Event description:
It was reported that the bronchovideoscope had a distorted image. The issue occurred service/maintenance. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updates fields: g3, h2, h3, h6 and h11. The device was returned to olympus for inspection. Based on the results of the investigation the customer allegation was confirmed. Noise was observed in the image due to a malfunction in the circuit board inside the scope connector. It was likely due to stress and/or electrical/electronic component problem. However, no causes leading to malfunctions were identified. The root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.